Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted and therefore not explanted. Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the left eye of a female patient on (B)(6) 2017. Reportedly, one day post-op the lens was noticed rotated by 30 degrees. Additional information was received and it was learnt that the lens was repositioned on (B)(6) 2017. Uncorrected visual acuity post repositioning was 8/10. No complaint from the patient or the surgeon after the lens was repositioned. No further information was provided.